Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to the alarm. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during basal delivery. The customer also reported that the blood glucose had been running high. The blood glucose reading was 93 mg/dl. The insulin pump had not been exposed to a strong magnetic field. The customer was unable to complete the rewind sequence. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.